Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit. There was no report of patient involvement.